Manufacturer narrative:
Concomitant products: product ID: 8578, lot# serial# unknown, product type: accessory. Product ID: 8703w, lot# serial# unknown, product type: catheter. Product ID: 8703w, lot# l38430, implanted: (B)(6) 1996, product type: catheter. (B)(4).

Event description:
A catheter revision was reported. Additional information later reported the patient¿s pump was at eri and a replacement was done. During the replacement the non sutureless connector was removed and a sutureless pump connector was used to adapt to catheter. The surgeon then decided to tie the catheter down on the pin to secure the catheter. Csf was checked with a syringe and good flow was obtained. The pump was used to deliver baclofen. Additional information later reported the drug was transferred from the patient's old pump to his new pump as directed the patient¿s hcp. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products¿ corrected information: the following 2 devices were not part of the patient¿s device system at the time the event occurred: product ID 8578, serial# unknown; product ID 8703w, serial# unknown.